Event description:
The embolic coil was deployed into the aneurysm. An attempt was made to detach the coil, however, the coil had not completely detached. While retracting the device, the coil appeared to move proximally. The physician pulled back and realized the coil was detached. At the time of detachment the coil was 8mm outside the aneurysm in the parent artery. No effort was made to retrieve the coil. There was no harm reported to the pt.

Manufacturer narrative:
The sample has not been received for eval. The root cause of this event could not be determined.